Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer hit the corner of a table causing the touch screen to become shattered. Customer is unable to access parts of the screen due to the shattered screen. Customer's blood glucose was 111 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.